Event description:
While reporting issues with sensor glucose values versus blood glucose values, customer stated that he had a blood glucose level above 400 mg/dl the day before the call. Blood glucose level was 141 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.